Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced two low blood glucose (bg) levels on (B)(6) 2023 and (B)(6) 2023 of 40-50 mg/dl. The low bg causes were not known. The customer required third party assistance from their neighbor because they could not retrieve their glucose tablets and carbohydrates. The neighbor provided milk and a sandwich to address low bg levels. Recommendation was made to consult with a healthcare provider to discuss diabetes management.